Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es encountered an issue where patient information was not transferring to the station, thereby preventing users from accessing the medications. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patients were not crossing over. A technical support specialist (tss) dialed in and could not find any issues on the pyxis side. The tss asked the customer to confirm when the adt messages were sent so they could verify that cce was receiving them. The customer replied that they did not have an adt message sent. The tss informed them that it is necessary to have an adt visit ID in order to reconcile the temporary patients. Customer gave permission to close the case. The system functioned as intended after the technical support specialist resolved the issue.